Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to a gastro flex thermistor trace crack and open due to an insufficient cable assembly and/or gastro flex reliability, which is related to the design. Through a CAPA, an improvement plan was established.

Event description:
Additional information was received and it was reported that when the transducer was connected to the system, a usacquisitionhw_31 error message was displayed. It was further reported that the transducer consistently generated an overtemp error regardless of which system it was connected to. The device was not being used to treat or diagnose a patient when the reported phenomenon occurred so there was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide initial reporter contact information (see section e1), update device evaluated by manufacturer (see section h3), correct the patient code and provide additional device codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.